Manufacturer narrative:
Date of event is estimated further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02269. It was reported that the patent experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was repositioned resolving the issue.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate this product to be liable.